Event description:
It was reported that 10 bd insyte¿ autoguard¿ IV catheters had issues with needle retraction failure. The following information was provided by the initial reporter, translated from portuguese to english: "complaints are being received very often. According to the notifications received, when pressing the button, the needle doesn't retract to its safety chamber. When pressing the button in new attempt, unsuccessfully, the catheter moves and leads to the loss of the venous access. Customer highlights that in other batches previously used the issue wasn't found."

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a video of the issue for evaluation. Our quality engineer reviewed the provided video and observed that when the user attempted to activate the safety device the needle failed to retract successfully. Based off the provided video the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for investigation a definitive root cause could not be determined but a quality issue was found during production. It was determined that there was a damaged glue nozzle at one of the stations and could have contributed to the reported issue. A review of the device history record was completed for sub-assembly #8607680 lot 0059935 manufactured from 03-mar -2020 to 17-mar -2020 used in claimed lot 0086289. The batch was analyzed for "needle retraction" and ¿part activation¿ tests, and there was evidence of activation failure records that may be related to the reported defect. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd insyte¿ autoguard¿ IV catheters had issues with needle retraction failure. The following information was provided by the initial reporter, translated from portuguese to english: "complaints are being received very often. According to the notifications received, when pressing the button, the needle doesn't retract to its safety chamber. When pressing the button in new attempt, unsuccessfully, the catheter moves and leads to the loss of the venous access. Customer highlights that in other batches previously used the issue wasn't found."